Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted device was not returned.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure.